Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
No moisture damage was found on the motor assembly or electronic assembly noted during our visual inspection. The insulin pump passed delivery volume accuracy test.

Event description:
Customer reported issues with her insulin pump. Customer stated pump was delivering too fast or too much insulin. Blood glucose at the time of call was 110 mg/dl. Customer mentioned being stressed due to cortizone problem which also contributed to fluctuating blood glucose. Device was programmed to 0.5 units of insulin but the instruction on the packaging should be 0.3 units. Advised customer to talk to her physician regarding the fill cannula amount. Blood glucose was 102 mg/dl at the time of call. Customer also stated that the device has been exposed to moisture. Performed self test and passed. The pump will need to be replaced due to moisture damage and delivery anomaly. No other information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.